Event description:
Related manufacturer report number: 2017865-2023-10125 it was reported that noise was observed on both the atrial and ventricular leads during a dual chamber pacemaker replacement. Both the atrial and ventricular leads were extracted and replaced. There were no complications. The patient was stable before, during and after the procedure.